Event description:
A report was rec'd that the pt was explanted. No further info is available.

Manufacturer narrative:
A review of the mfg documentation of the ipg device found no anomalies and deviations potentially related to the event occurred during mfg.